Manufacturer narrative:
The installation has been repaired. Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2019 arjo service was called to repair arjo maxi sky 600 ceiling lift. Upon arrival it was revealed that one of the tracks of the x-y kwiktrack ceiling rail system was wobbly and has dislocated from its original position, sliding along the mounting bracket. In effect, the gate system did not work. No actual track detachment occurred. Neither incident nor injury was reported.

Event description:
On 2019-aug-23 arjo service was called to repair arjo maxi sky 600 ceiling lift. Upon arrival it was revealed that one of the tracks of the x-y kwiktrack ceiling rail system was wobbly and has dislocated from its original position, sliding along the ceiling mounting bracket. Additionally, the gate system allowing to transit the ceiling lift from the x-y system to a single track system did not work. Due to observation of the significant track rail shift, we decided to report this malfunction to competent authorities. Please note that no actual track detachment occurred. Neither incident nor injury was reported.

Manufacturer narrative:
Review of reportable events for the last five years associated with the track installations rail sliding out of the bracket was performed. The regression analysis revealed that no statistical significance was identified for a reported failure. Investigated kwiktrack x-y rail installation system includes a traverse, movable track supported by two other fixed tracks. Each fixed track is attached to the ceiling by three mounting brackets, two on the ends and one in the middle of the track. According to track installation guide (001-11161-en) which includes technical information about system assembly, the bracket can be opened for the time of attaching the rail, and then shall be closed to prevent the track rail movement. As per rail system design, on both ends of the fixed tracks, the metal end stoppers are mounted in order to ensure that the mobile track would operate only within these limits (intended to stop the movable rail at the end of the track). On the end of the rails there are end caps - plastic covers assembled for estetique purpose, not intended to stop the movable rail at the end of the track. The kwiktrack installation system at this customer was also equipped with the gate system, allowing to transit the ceiling lift from the x-y system to a single track system (e. G. To move the ceiling lift to another room). Every device is delivered to the customer with relevant documentation. The maxi sky 600 operating and product care instructions (opci, document number 001.14150.33.en rev. 4), contain adequate information regarding care and maintenance activities that need to be fulfilled to ensure that the equipment remains within its original manufacturing specifications. "User inspections: make sure that end stoppers and rail caps are in place and tightened - before every use." "Warning: the maxi sky 600 and accessories must be serviced every 12 months as a minimum requirement (see care and maintenance section). "Inspections by an authorized service: make sure that the fixations (ceiling brackets, wall post, wall brackets) are not displaced - every year or 2500 transfers." Evaluation of the installation involved was performed by arjo representative on 2019-aug-23 and the following discrepancies have been identified: - one fixed rail partially slipped out of the end bracket, - the end cap was missing on the dislocated rail, - rail dislocation and dirty plates have caused that the gate system did not work, - the fixing points that hold rails to the ceiling were loose, - the track was wobbly. The last service was performed by arjo representative on 2018-aug-15, more than a year before the malfunction was noticed. Analysis of information collected did not allow to establish the specific root cause, causing identified discrepancies. Review of post market surveillance revealed that such rail shift could gradually proceeded by the traverse track moving along the fixed track towards the charging station and hitting the end stopper. Over time, this hammer effect and slight track movements has led or could have led to dislocation of the track rail. This hypothesis could not be however confirmed. To sum up, the root cause of the rail dislocation cannot be pointed out with certainty. Based on our product knowledge, if all of the brackets are in 'locked' position, and an annual inspection is performed as a regular maintenance, double checking all points of the installation are intact, would mitigate likelihood of slipping the rail out of the ceiling mounting bracket. The complaint was reported due to indication of a strong shifting of the fixed track out of the mounting bracket. In this regards, the system was not up to the manufacturer's specification. As soon as the malfunction was discovered, the rail was taken out of use and repaired. No adverse event occurred. It is unknown whether the installation was used with the patient after the malfunction occurred.